Event description:
It was reported that a vial mate reconstitution device leaked when it was activated. There was no patient involvement associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: baxter received three samples for evaluation. The vial mates were visually inspected and functionally tested with no issues detected. The reported condition was not confirmed and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.